Event description:
Customer reported having trouble with sensors not penetrating her skin. Customer also reported a high blood glucose level of 400 mg/dl. Customer stated that the cannula was occluded. Customer reported previously receiving a sensor glucose reading of 151 mg/dl while her blood glucose reading was 128 mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.